Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Two samples were received for evaluation. The samples were received decontaminated without its original package. Picture one (1) the returned samples were visually inspected at a distance of 12 inches to 16 inches under normal conditions of illumination procedures. Visual inspection revealed that no damage, defects, or discrepancies were found in the sample. Picture 3 - sample one picture 4 sample two a review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. Root cause cannot be determined since the complaint was not confirmed due to the fact the samples was tested and successfully passed. No actions are required since the complaint was not confirmed.

Manufacturer narrative:
Device evaluation- two opened devices were returned for evaluation. The devices were visually inspected; no visible damage or workmanship issues were identified. The devices were primed using water to check for leakage. During priming, no leakage could identified. The reported issue could not be confirmed during testing of the returned devices. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing process includes a 100% pressure test after drip chamber and IV spike are assembled and another 100% pressure test after the heat exchanger is assembled. During production the devices are also sampled at regular intervals for additional testing.

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow disposables was leaking. Customer discovered the drip chamber leaking fluid while using the tubing for training purposes with staff. The previous event that was reported took place in (B)(6)of 2019 . No patient injury.